Event description:
Female pt, presented with bilateral iliac aneurysms and abdominal/pelvic pain. After an aortogram, the guidewire was inadvertently retracted with the catheter. Dilatation of the left common iliac artery was performed by the physician using a balloon. A powerlink bifurcated stent graft was deployed. Coiling of the left hypogastric was performed. Contrast run did not show the renal and other visceral arteries. CT confirmed a dissection of the thoracic aorta from the arch to level of the renal arteries and the graft was within the false lumen. The pt was transferred to ICU and is reported to be in stable condition.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The physician retracted the glidewire and, upon attempted re-insertion at the level of the bifurcation, may have inadvertently dissected the aorta and entered a false lumen; or, when the meier wire was advanced it entered such lumen and the delivery system followed it and also entered the false lumen.